Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. Reportedly, a temperature change had occurred prior to the current occlusion alarm occurring. Customer's blood glucose (bg) level was over 600 mg/dl and manual injections were used to correct. A system check was performed for the current occlusion and the pump performed as intended. Reportedly, the customer reverted to manual injections for insulin therapy.